Event description:
Clinical study. It was reported that 71 days after a carotid artery stenting treatment procedure the pt experienced restenosis. The target lesion was located in the ostium left internal carotid artery with a 95% stenosis and was 20 mm long with a reference vessel diameter of 6 mm. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation there was 20% residual stenosis. Nih stroke scale performed the next day was 0. The pt was discharged 3 days later. The pt was seen for a 30 day f/u visit. Per the cardiology note, the pt was scheduled for a CT angiogram. At 71 days after the index procedure, the site reported the pt had restenosis. A CT of the neck showed an approximately 60% stenosis of the proximal third internal carotid artery stent. The site reported that no intervention was performed and the pt was not admitted to the hosp. A neurology consultation was not done. The event remains not recovered/not resolved. A f/u ultrasound performed in 2008 showed 69% stenosis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg records found no issues or discrepancies. The root cause will be assigned anticipated procedural complication due to known physiological effect noted within the device labeling.